Event description:
On (B)(6) 2013, the patient contacted animas for assistance in editing his basal rates and noted that earlier that day his blood glucose (bg) was over 600mg/dl with the following symptoms: extremely numb feet, calves feeling like concrete, throat feels as if it is closing, and eyes bulging. The patient stated that his breathing is affected by high bgs but stated that he was not having trouble breathing. The patient's bg at the time of the call to animas was reportedly 141mg/dl. The patient stated that in response to the elevated bg he changed to a new vial of insulin and changed the site, set, and cartridge. The patient denied any site or set issues. The patient stated that he does not count carbohydrates and does not bolus to cover carbohydrates after he eats, noting that he only boluses after he eats if his bg elevates. The patient stated that he does not use the ezcarb feature, and only uses the ezbg feature as a reference. The patient stated that he uses the normal bolus feature to correct for high bgs and enters his own bolus amounts. The patient also noted that he makes his own basal rate adjustments and does not routinely contact his healthcare provider (hcp) for adjustments. The patient noted that he has gastroparesis, which causes vomiting frequently. The patient declined to review pump settings, stating that he believes the elevated bg was due to increased stress the previous night and due to the foods he ate. Customer technical support advised the patient of the importance of contacting his hcp when settings adjustments are needed and advised the patient to change his insertion site when bgs elevate. The pump is not being returned at this time and the patient has continued insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as a cause or contributor in the alleged bg excursion.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. The current black box and alarm history contains no eaw's related to the complaint. The total daily dose added up correctly and reflect the user's programmed basal rates. The pump successfully completed a delivery accuracy test. No alarms occurred during testing. Pump found to be delivering accurately and operating within required range. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.